Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to move the gripper line, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve without issue and deployment steps were started. The gripper line was attempted to be flossed, but did not move. The clip was opened slowly to 100 degrees, but the gripper line did not move. The grippers were raised and the clip was opened to 120 degrees. The leaflets were re-grasped, but again, the gripper line did not move. The decision was made to remove the cds and replace the device. A new cds was used without issue. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported inability to remove the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line was attributed to the gripper line being caught on the frictional element; however, a cause for this interaction could not be definitively determined. It is possible that the user technique of removing the gripper line contributed to the interaction; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.